Event description:
A lifecor patient services representative contacted customer support to report that when she opened up the shipping box containing the lifevest system, she noticed that the pins in the electrode belt connector were bent. The electrode belt was replaced.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The root cause of the bent pins cannot be positively identified. However, the most likely cause is improper use in that the connectors were forced together in a twisting motion rather than aligning the connectors as described in the device labeling. This electrode belt was last serviced four days prior to the event date. The servicing process involves an incoming visual inspection, followed by a functional test that requires mating the connector to a test fixture, followed by a visual inspection during final inspection. There was no evidence of pin damage prior to shipment. The damaged connector will be replaced. No adverse event resulted from the bent pins. The device was not in use by a patient at the time.